Event description:
The patient fell about a year ago and stimulation stopped. No further device troubleshooting was done at that time. The implantable neurostimulator hadn't been charged for a year and was over-discharged. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).